Event description:
Information received, indicates the bed cannot be raised.

Manufacturer narrative:
The facility has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.